Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. The reported event could not be confirmed through this evaluation. It was reported that the patient accidently tugged the driveline resulting in trauma to the driveline exit site. The cardiothoracic surgery clinic placed one suture on the opening of the exit site. The patient was sent home. The submitted controller event log file contained data from (B)(6) 2021. There were no notable events captured. The device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic following an accidental tug to her driveline. The patient was brought into the cardiothoracic surgery clinic to assess the driveline exit site, one suture was placed because the skin at the exit site had opened up. The driveline was intact. The patient reported that no alarms had occurred during the event. Review of the patient's log files showed pi events and routine power source changes spanning from (B)(6) 2021. No further issues with the patient's driveline had occurred. The pump was operating as intended and the patient was discharged home.